Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/15/2025, a clindex notification was received via email indicating that a patient listed in the shoulder arthroplasty registry experienced a subscapularis failure. As a result, the patient underwent a revision procedure, converting to a different type of arthroplasty. The initial eclipse procedure had been performed on (B)(6) 2024. The event was determined to be unrelated to the original surgery. Additional information received on 5/14/2025: during the revision surgery on (B)(6) 2025, an ar-9347-18 arthrex eclipse humeral head, an ar-9301-03 arthrex eclipse cage screw large, an ar-9301-47cpc arthrex eclipse trunion, and an ar-9106-03 arthrex univers vaultlock glenoid were explanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed by the study findings presented in the shoulder arthroplasty registry conducted by the regents of the university of michigan regarding implant removal. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Complaint allegation is not confirmed by the study findings presented in the shoulder arthroplasty registry conducted by the regents of the university of michigan regarding implant removal. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.